Event description:
At the end of an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After isolating the pulmonary veins, the physician decided to check the pericardium and noted an effusion. An echocardiogram was performed which diagnosed a perforation in the left atrium. No patient symptoms were observed. The physician does not incriminate any abbott device, there were no reported performance issues with any abbott device. The patient is stable and recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.